Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a radiofrequency ablation (rfa) treatment procedure, the patient was surgically treated for necrosis. This soloist rf probe was selected to treat an osteoid osteoma in the distal humerus tibia. Two days following the necrosis intervention, the patient underwent surgical treatment. The patient current status is stable.